Manufacturer narrative:
Additional/updated information in sections: b.3, b.5, d.11, e.2, e.3, g.3, h.6, h.10. Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported that the tubing separated between the upper fitment and the silicone segment when loading the set into the device. The customer confirmed that there was no patient impact.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Requested patient demographics; however, not provided.

Event description:
It was reported that the tubing "broke" at the upper fitment when loading the set into the device. Although requested, there is no additional patient or event information available at this time.